Event description:
The user received a questionable igm result from the analytical p module while using the sensitive igm application and questioned why the system did not flag the alleged low result. (B)(6), the initial result was 19.7 mg/dl and was reported outside the laboratory. The clinical doctor suspected the result because it was not compatible with the clinical picture of the patient. A new sample was collected and was sent to two labs. It was tested on a hitachi 902 analyzer at another laboratory using biosystem reagents and generated an igm result around 18 mg/dl. The lab suspected this was a false low result and diluted the sample. The dilution result was around 6000 mg/dl. The sample was also tested on the analytical p module. The result was 19.4 mg/dl. After being informed of the result from the other laboratory, the user recalibrated the assay, diluted the sample and repeated testing. The result was 5815.7 mg/dl. No adverse events was alleged regarding the discrepancy. The igm reagent lot number was 608132. The application specialist installed the standard igm application. He ran calibration, quality control and the affected patient sample. The calibration and the quality controls were acceptable. The patient sample result was 5417 mg/dl.

Event description:
Caller states the patient tested 7.4 inr on the coaguchek xs system and 5.2 inr on a comparison lab. Caller states that the patient was treated with vitamin k at the hospital and released. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Due to hospital regulations, patient data, diagnosis, and information regarding the clinical picture of the patient were not provided. Based on the information available, it was assumed that a gammopathy interference in the sample was the reason for the falsely low results. A gammopathy interference would cause a high-dose-hook effect. The sensitive igm application does not perform a prozone check, therefore the extreme high analyte concentration was not correctly detected. The patient was not adversely affected.